Event description:
Rptr stated that testing, back-to-back, within 10 minutes, using different fingersticks, the blood glucose results were 350, 75 and 269 mg/dl. She stated that on a previous occassion she had a lab draw at the dr's office, with a result of 139 mg/dl. She feels this result correlates to her usual average of 135 mg/dl. Rptr feels it was the teststrips.